Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a shock. It was questioned if the shock was appropriate or inappropriate. Boston scientific technical services (ts) will review the available data and provide a response. Ts indicated the shock appeared inappropriate due to air being released through the seal plug/setscrew. A second induction test was performed, as there were no further anomalies, no changes were made. No adverse patient effects were reported.